Event description:
The mother reported that in (B)(6) 2021 she has noticed a malfunction of the audio processor. The user received a loaner device for 2 months. After receiving the repaired device back in (B)(6) 2021, it was discovered that the user still did not have any access to sound with the device and refitting was tried. As refitting did not improve the hearing performance, the user was seen again and several channels with abnormal impedances were found.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, one channel reportedly remained extra-cochlea at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The mother reported that in july 2021 she has noticed a malfunction of the audio processor. The user received a loaner device for 2 months. After receiving the repaired device back in september 2021, it was discovered that the user still did not have any access to sound with the device and refitting was tried. As refitting did not improve the hearing performance, the user was seen again and several channels with abnormal impedances were found. There were no reports of trauma, direct blows to the implant site or changes in health. No redness or swelling at the implant site was observed.the user was re-implanted. Despite requested, the concerned device has not yet been received for investigation.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, one channel reportedly remained extra-cochlear at initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The mother reported that in july 2021 she has noticed a malfunction of the audio processor. The user received a loaner device for 2 months. After receiving the repaired device back in september 2021, it was discovered that the user still did not have any access to sound with the device and refitting was tried. As refitting did not improve the hearing performance, the user was seen again and several channels with abnormal impedances were found. There were no reports of trauma, direct blows to the implant site or changes in health. No redness or swelling at the implant site was observed. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, one channel reportedly remained extra-cochlear at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The mother reported that in (B)(6) 2021 she has noticed a malfunction of the audio processor. The user received a loaner device for 2 months. After receiving the repaired device back in (B)(6) 2021, it was discovered that the user still did not have any access to sound with the device and refitting was tried. As refitting did not improve the hearing performance, the user was seen again and several channels with abnormal impedances were found. There were no reports of trauma, direct blows to the implant site or changes in health. No redness or swelling at the implant site was observed.re-implantation is recommended. Despite requested, no additional information could be yet retrieved.